Manufacturer narrative:
The ge service representative performed an on-site investigation. The monitor was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up during a case and had to be restarted. When the system was up again smoke came out and it had a burning smell. No patient injury was reported.